Event description:
On 2026-apr-07 additional information was received from the patient. The patient stated that the cause of the therapy being off was them getting stem cell shots in their back and their doctor wanting an MRI. The patient stated the shots took place on (B)(6) 2026. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was calling to find out what to do for an MRI. When walking the patient through the steps to put device in MRI mode, they saw that their therapy was off. The patient didn't know their therapy was off. The patient left the therapy off and put the device in MRI mode. They were going to leave it like that until after their MRI, and then they would call back on how to turn their therapy back on.